Event description:
It was reported that during attempted insertion of the iab using an introducer sheath, the iab could not be fully advanced. Because of this, the iab was removed and replaced. There were no pt complications.